Manufacturer narrative:
Device available for eval; device/component codes; device evaluated by MFR? Failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 283,608 joules, 26:58 min. While using the side-firing surgical fiber during a prostate procedure, energy was observed firing from the extremity of the fiber (end-firing). The procedure was completed using a second surgical fiber. There was no patient injury reported.